Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. (B)(4). The philip's field service engineer (fse) performed troubleshooting and confirmed that the ventilator was unable to measure the inhaled tidal volume. The fse replaced the gas delivery system to address the finding.

Event description:
It was reported that the ventilator had a sensor fault. There was no patient involvement. The event date was not specified; estimate used.